Event description:
It was reported that a patient underwent an idvt procedure with a navistar® rmt catheter and developed a cardiac tamponade which required pericardiocentesis. No further information is known although there is no claim of device malfunction. This adverse event is considered to be serious and MDR reportable. The device was discarded.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history report (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products: unk. (B)(4). No lot number was provided, so a full UDI number is unavailable. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.